Manufacturer narrative:
Eval of the returned device involved in this incident by a zyno rep indicated that the flow rate accuracy is outside the specified +-5% range due to mechanical component wear. The pump was repaired and preventive actions have been implemented by the MFR. This report is filed retrospectively as a result of internal review, out of precaution. It was initially determined as a non-reportable event because there was no pt involvement.

Event description:
The user facility reported an instance where a z-800 infusion pump slightly leaked when the door is closed. There was no pt involved.